Manufacturer narrative:
Additional information was received indicating that the mesh involved in this incident is not a medtronic/covidien event as it has already been reported under regulatory report # 9615742-2017-05466. No further reports will be sent for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced surgical removal of parietex mesh, hernia recurrence, new mesh placement, lysis of adhesions, and repositioning of ventriculoperitoneal shunt. Treatment provided for these conditions include removal surgery.